Event description:
The customer reported a device with a clogged nozzle. This occurred during reprocessing of the device, prior to use. It was further reported that the procedure was ¿not delayed more than 15 minutes¿, and was completed with another device. There was no report of harm or medical intervention with this event.

Manufacturer narrative:
An inspection of the device by an olympus field service engineer revealed that foreign material was contained within the nozzle, and could not be removed. This material has not been identified. The nozzle was replaced to address this issue. The device was then returned to olympus for additional inspection, which found the following: light guide tube was dented; insertion tube was wrinkled; protector and the labeling on grip was damaged; switches were crystallized and failed; the nameplate was missing; identification plate was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reprocessing method at facility differed from instructions for use (IFU) recommendation. A definitive root cause cannot be identified. IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU says ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. Olympus will continue to monitor the field performance of this device.